Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the gas system fio2 value would not go above 85%. No other details regarding the event were provided. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.